Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. Although sion is currently us marketed, the subject model is sold only outside the us. The reported sion guide wire was returned for investigation. The outer coil was stretched for approximately 180mm from the distal mid solder (set at 25mm from the tip for the purpose of fixing the outer coil onto the core wire). The distal ball tip was observed, indicating that the outer coil was not fractured. The core wire and twist wire were fractured at approximately 18mm distal to the distal mid solder. The distal fracture ends of the core wire and twist wire were observed at approximately 7mm from the ball tip. Observation by scanning electron microscope (sem) of the fracture end found that the core wire and twist wire were twisted together and fractured at the distal end of the inner coil (set atapproximately 7mm from the tip). Traces of manufacturing marks were observed at the distal end of the inner coil, indicating that the inner coil was not fractured. Measurement of the returned guide wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally applied on the segment where the inner coil was connected to the core wire and twist wire of sion guide wire while the wire tip was trapped due to heavily calcified lesion and tortuous anatomy condition. Consequently, the core wire and twist wire were fractured and the outer coil was stretched. Although it was concluded that the reported event was not attributed to product quality, a possibility could not be ruled out that some wire fragment might be left in the patient anatomy if it were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction [malfunction and adverse effects] breakage of the guide wire

Event description:
It was reported that an asahi sion guide wire was used for a percutaneous coronary intervention (pci) to treat a heavily calcified and heavily tortuous 90-99% stenosis in the segment #3 of right coronary artery (rca). The sion guide wire was advanced further distally with support from a terumo finecross gt microcatheter. Resistance was encountered during advancement of the guide wire. When the sion guide wire was removed from the patient's body, the wire tip was deformed. The procedure was completed using a new sion guide wire. It was informed that there was no adverse patient effect associated with this event.